Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed button error. Customer stated she wasn't doing anything with the alarm it just started to alarm. Customer declined troubleshooting and stated she was going to speak to her doctor. Customer's blood glucose was unknown. No further information reported.